Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for alleged rewind anomaly found on nov 23, 2021. Device alarmed pump error 37 during the rewind test. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 37. Device passed self test. Test p-cap locks properly into reservoir however, retainer ring damage noted. Device successfully downloaded to thus. Pump error 37 alarmed during testing on may 24, 2022 at 10:33 due to moisture damage. The electronic assemblies and motor assemblies were inspected and moisture damage noted on pcba 1, pcba 2 and the motor. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked retainer, cracked case (battery tube), cracked case on corner of belt clip rails, battery tube threads cracked, serial label damage and minor scratches on lcd window. In summary, customers alleged rewind anomaly was confirmed during testing due to a pump error 37 occurring during the rewind test. Pump error 37 occurred due to moisture damage found on pcba 1, pcba 2 and the motor. Additionally, retainer ring damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had rewind anomaly. The customer stated they were able to clear the alarm and were not able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.